Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument had broken cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient and it was confirmed during procedure. The procedure was completed robotically with no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cables, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of a broken pitch cable is a component failure. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. When the pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint regarding broken cables was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the small grasping retractor instrument (part number 470318-10/ lot number k10220815 0100) instrument logs associated with this event has been performed. Per logs, the small grasping retractor instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 9 lives remaining. No image or video clip for the reported event was submitted to isi for review. The probable root cause of pitch cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.